Event description:
It was reported that the rover's base was hot and smelled like burning plastic. The canister waste reinforced tubing appeared burned when the rover was evaluated by the field service tech.

Manufacturer narrative:
The device was evaluated and the tubing was replaced. The device passed all tests and was returned to service.